Event description:
It was reported that the patient was seen in clinic for routine follow-up. The atrial lead exhibited high capture thresholds and the physician elected to reposition the lead. During the procedure, the lead exhibited low impedance and loss of sensing. The lead was explanted and replaced. The patient was well post procedure.